Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event [the needle could not be removed at the distal end] was not confirmed, and the root cause could not be identified. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: evis exera ii ultrasound gastrovideoscope, olympus gf type uct180, chapter 4 operation 4.3 using endotherapy accessories ¿ while raising the forceps elevator, do not insert or withdraw the endotherapy accessory with excessive force, open or close the distal end of the endotherapy accessory, or extend the needle of the instrument. This could damage the instrument channel and/or the endotherapy accessory and could cause patient injury, bleeding, and/or perforation. If the endotherapy accessory cannot be inserted or withdrawn, the distal end of the endotherapy accessory cannot be opened or closed, or the needle of the instrument cannot be extended, move the elevator control lever in the opposite direction of the ¿u¿ direction to lower the forceps elevator. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope demo device with hygiene package had a needle that could not be removed at the distal end and a leak. It is unknown when the issue occurred. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the evaluation found that there was no puncture needle in the instrument channel or at least at the distal end as reported except a heavy air leakage from the channel. Additional finding included the bending section cover glue that was separated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility